Manufacturer narrative:
B3: 2024 is the reported year of the event but exact month and date not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a torn downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to a damaged battery compartment. The results of the investigation found that the device's downstream occlusion seal was torn. There was no patient involvement.